Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The serial read-out of the involved pump (real time device parameters and setting recording file) was analyzed and results confirmed the occurrence of the reported failure during the day of the event. Indeed, the error code "timeout_motor" was registered in the pump micro-controller. A livanova field service representative was dispatched to the customer facility. The reported fault could not be reproduced during the functional test performed on site. As per equipment maintenance interventions prevention, the motor control board and the motor amplifier board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on investigation results, the most likely root cause of the reported event is a malfunction of the motor control board which led to an intermittent lost communication between the board and the motor.

Event description:
Livanova (B)(4) received a report that a s5 double head pump gave a motor control failure error message during procedure.there was no report of patient injury.